Event description:
The battery depletion seems to be fast after the first follow up (first month following the implantation), caliopé study.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The battery depletion seems to be fast after the first follow up (first month following the implantation), caliopé study.